Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that no opacity was observed at the catheter extension after catheter insertion on 1 march. Sure plug replaced on 23 april. On 25 april, a clouding was observed at the catheter extension. The catheter is removed due to discomfort. Blood may be drawn, but only the main route (purple) is utilized. There was no reported patient injury. No other information was provided.

Event description:
It was reported that no opacity was observed at the catheter extension after catheter insertion on (B)(6). Sure, plug replaced on (B)(6). On (B)(6), a clouding was observed at the catheter extension. The catheter is removed due to discomfort. Blood may be drawn, but only the main route (purple) is utilized. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of discoloration of the extension tubing is confirmed but the root cause could not be identified from the returned photographs. Five photographs of catheter tube extensions and batch information was returned for evaluation. An initial visual observation of the first returned photograph showed two extension tubes attached to someone's arm. One of the extension tubes was purple and appeared unremarkable. The other extension tube appeared to have a yellowish coloring to the tube. The fourth returned photograph showed three extension tubes in black and white. The clear extension tubing towards the top of the photograph appeared to be slightly darker than the clear extension tubing towards the lower part of the photograph. Because one of the extension tubes from the first returned photograph appeared to have a yellow hue, the complaint of discoloration of the extension tube is confirmed. Due to the inability to observe the physical sample and other unknown clinical conditions, the exact cause of the discoloration could not be determined. This complaint will be recorded for future trending and monitoring purposes.